Event description:
Same case as MFR report #: 2134265-2013-00577, 2134265-2013-00578.it was reported that following a stenting treatment procedure, very late stent thrombosis occurred. The procedure treated the target lesion located from the proximal to mid right coronary artery (rca). Following pre-dilation, three taxus express2 stents [3.0x32mm, 3.0x8.0mm, 3.0x16mm] were placed in the rca. The stents were not overlapping. Post intravascular ultrasound was performed confirming 0% residual stenosis. The patient was discharged from the hospital the same day. In (b)() 2012, the patient was taken to the hospital for chest pain. Angiography revealed very late stent thrombosis. The patient was treated with a thrombectomy and the placement of a non-bsc stent. No further patient complications were reported and the patient status is stable.

Manufacturer narrative:
Device is combination product.device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).